Event description:
The account reported an aberrant bhcg result of <2.0 miu/ml for a patient sample, which was run with the 1:200 dilution protocol on the analyzer. The result was questioned by the ER and an ultrasound was performed, which showed pregnancy at 13 weeks gestation. The sample was repeated and a result of 95,000 miu/ml was given. No patient treatment was given or withheld based on the initial reported result. Review of instrument data tapes showed code "166 read error" in the undiluted sample location and a result of 0.0 miu/ml in the diluted sample location. The account proceeded to report a result of <2 miu/ml even though an error message was generated by the analyzer. Verification of the meia buffer level on the instrument showed 85 ml. Of buffer remained at the end of the run, however the tubing was not located below liquid level and air had entered into the buffer line.